Event description:
Patient was revised due pain, fluid collection, some tissue damage, metalosis and osteolysis. (B)(6) 2012- patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate slight corrosion on femoral neck.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. (B)(4).

Event description:
Patient was revised due pain, fluid collection, some tissue damage, metallosis and osteolysis. Update medical records were obtained and indicated slight corrosion on femoral neck. Update litigation alleged the patient suffered pain, swelling, inflammation, metallosis, infection, damage to surrounding bones and tissues, decreased mobility and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.